Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump became hot to touch after the patient was in the ocean with the pump. It was noted that the moisture was visible behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the pump was unable to power on and therefore was not able to be investigated. The black box could not be reviewed due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.